Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.

Event description:
The patient had a stent placed in the left subclavian artery in 2005. A stent fracture was discovered after an MRI was performed in 2007. A section of the fractured stent has migrated down into the aorta near the left renal artery. The patient is a female. The vessel was described as moderately calcified, not tortuous and a 100% stenosis was present. To gain access to the lesion a 5fr. Sheath introducer and guiding catheter were inserted into the patient from the right femoral artery. A second sheath introducer (7fr. Cook) and the guiding catheter (envoy, 5f) were inserted from the left brachial artery. The guidewire was advanced from the left brachial artery to the right femoral artery using a snare catheter, which was approached from the right femoral. After pre-dilatation, the stent delivery system (sds) was advanced from the right femoral artery to the lesion, and the stent was deployed 10mm out from the junction between the subclavian artery and the aorta. There was no reported injury to the patient. During a follow up visit, two years after the index procedure, it was discovered that the stent had fractured and a piece of the fractured stent had migrated into the aorta near the left renal artery. The physician did not attempt to retrieve the stent since the patient had no symptoms. The physician commented that the patient had some type of intervention performed between the time of the stent placement and the stent fracture. The physician commented that a guiding catheter may have had some contact with the fractured stent, causing the fractured portion of the stent to dislodge.